Manufacturer narrative:
Update to describe event or problem after receipt of additional information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A call from the manufacturer representative stated that the rep met with the patient to pair the patient programmer (pp), but the patient was not feeling stimulation. Impedances were checked at 4 v and all values were >4000 ohms. The rep programmed all contacts and increased to 8.5 , but the patient still did not feel stimulation. Additional information from the manufacturer representative indicated that the patient was scheduled for surgery to trouble shoot the system on (B)(6) 2017. During the surgery the a battery replacement was performed and when the pocket was opened the surgeon saw that the lead was not connected to the battery. The surgeon tested the lead intraoperatively and found that all motor responses coordinated with the lead revision from the week prior. After attachment of the new battery all impedances were within normal ranges. The surgeon thought that the set screw may not have been engaging the lead properly.

Manufacturer narrative:
(B)(4) pertains to the lead (va13v9q). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) reported that a new placement of lead and new battery resolved the return symptom and device not working. Hcp also reported that it was unclear if the lead stopped working versus migration was the cause of the symptom return and device not working.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
A call from the manufacturer representative stated that the rep met with the patient to pair the patient programmer (pp), but the patient was not feeling stimulation. Impedances were checked at 4v and all values were >4000 ohms. The rep programmed all contacts and increased to 8.5 , but the patient still did not feel stimulation. Additional information from the manufacturer representative indicated that the patient was scheduled for surgery to trouble shoot the system on (B)(6) 2017. Patient status is unknown at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va13v9q, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical prodicts: product ID 3889-28, lot# va13v9q, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor via a manufacturer¿s representative (rep). The rep reported that the patient was experiencing symptom return. The rep reported that they were not aware of any factors that could have led to this issue. The rep reported that reprogramming and patient education was done. The rep reported that the device was not working after program changes and the patient was running stimulation very high. The rep reported that the patient stated that it worked great for about 6 months then stopped working. The rep reported that the patient had a lead replacement and the old lead was removed. The rep reported that at the time of the report that it was too soon to tell if the new lead would work.